Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During treatment the patient experienced limb ischemia and had difficulty inserting the introducer during insertion of the pump through axillary access. Upon insertion of the sheath, it was noted that it was occlusive. The decision was made to create an external left common femoral artery (cfa) right radial bypass. The peel-away sheath was removed, and the repositioning sheath was inserted, which improved distal flows.